Manufacturer narrative:
The model and lot numbers were not reported. The onyx will not be returned for analysis as it remains in the patient. The cause of incomplete occlusion was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.

Event description:
Medtronic received information from literature review that a patient who had been treated using a non-balloon catheter was re-treated for recurrence of the isolated type dural arteriovenous fistula (I-davf) at 3 months after incomplete embolization. The patient was treated for a idavf located in the left transverse sinus and the left middle meningeal artery was embolized with onyx. No complication was reported during the onyx procedure and the patient's symptoms were clinically resolved. Three months post onyx procedure, the patient reported that the symptoms reoccurred due to incomplete embolization. Incomplete occlusion was defined as visualization of the isolated sinus or shunted vein on the arterial phase of the completion angiogram, with stasis of contrast material (<(> <<)>2 seconds). The physician retreated the patient with onyx and the symptoms were completely resolved with complete occlusion of the fistula. There were no recurrences during the follow-up period. In their study, the authors' goals was to compare the results of onyx embolization using a dual-lumen balloon with those using a non-balloon catheter for I-davfs. Twenty-nine patients underwent onyx embolization for I-davfs using a non-balloon (n = 14) or a dual-lumen balloon catheter (n = 15). Utilization of a dual-lumen balloon catheter for onyx embolization of I-davf seemed to significantly increase the immediate complete occlusion rate and decrease total procedural time, onyx injection time, and number of feeders requiring embolization. Citation: kim jw1, kim bm, park ky, et al. Onyx embolization for isolated type dural arteriovenous fistula using a dual-lumen balloon catheter. Neurosurgery. (B)(6) 2015.